Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include aspirin, ibuprofen, metoprolol, and simvastatin. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of imaging evaluation.

Event description:
On (B)(6) 2016, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2018, computed tomography (CT) scan reportedly identified a type ia endoleak at the proximal end of the trunk-ipsilateral leg component (rlt281412/14290896). According to the report, the patient¿s infrarenal aortic neck was short (length unknown). No aneurysm enlargement was reported. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby a 28.5mm aortic extender component was placed proximally to treat the type I endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
CT images dated 3/13/2018 were received by gore from the facility and an imaging evaluation was performed. Centerline reconstruction of the images illustrated what appeared to be approximately 10.5mm of proximal apposition to the vessel wall. Evaluation of images also revealed contrast pooling outside of the proximal aspect of the device. This was consistent with a proximal type I endoleak. Code 22 - per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Code 50 - per IFU, key anatomic elements that may affect successful exclusion of the aneurysm include short proximal aortic neck.